Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the xience v instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. Since it was reported that at the patients 12 month visit, clopidogrel was discontinued, it should be noted that the xience v IFU states that: antiplatelet drugs should be used in combination with xience v. It is very important that the patient is compliant with the post procedural antiplatelet recommendations. Premature discontinuation of prescribed antiplatelet medication could result in a higher risk of thrombosis, myocardial infarction or death. Prior to pci, if a surgical or dental procedure is anticipated that requires early discontinuation of antiplatelet therapy, the interventionalist and patient should carefully consider whether a drug eluting stent and its associated recommended antiplatelet therapy is the appropriate pci choice. Following pci, should a surgical or dental procedure be recommended, the risks and benefits of the procedure should be weighed against the possible risk associated with premature discontinuation of antiplatelet therapy. Patients who require premature discontinuation of antiplatelet therapy secondary to significant active bleeding, should be monitored carefully for cardiac events and, once stabilized, have their antiplatelet therapy restarted as soon as possible per the discretion of their treating physicians.

Event description:
It was reported via a trial that the index procedure took place on (B)(6) 2009, after predilatation was performed, a xience v stent was placed in the mid right coronary artery (rca) and one xience v in the mid left anterior descending artery (lad). On (B)(6) 2009, during the patients 9 month visit, restenosis was noted in the mid rca. The patient was rehospitalized and underwent percutaneous coronary intervention of the mid rca. At the patients 12 month visit, clopidogrel was discontinued and no additional adverse events have been reported. No additional information was provided.